Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had minor scratched display window, cracked battery tube threads, reservoir tube lip, reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer had a keypad anomaly. Customer stated that the act button was really difficult to press at a certain angle. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.